Manufacturer narrative:
It was reported that the large volume pump keypad is going to be replaced. There was no patient involvement. Testing performed on the returned keypads found 2 keypad testing good with no faults identified and 11 keypads with all keys functioning with the exception of the channel select and channel off key. An internal inspection was performed on all 13 returned lvp door assemblies with keypad. During internal inspection within each of the assembly¿s front and back doors covers, signs of contamination along the keypad cable traces and fiber optic lamps was observed on 11 of the 13 assemblies. During internal inspection within each of the assembly¿s front and back doors covers, signs of contamination along the keypad cable traces and fiber optic lamps was observed on 11 of the 13 assemblies. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the door assembly with keypad was provided for investigation.

Event description:
It was reported that the large volume pump keypad is going to be replaced. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump keypad is going to be replaced. There was no patient involvement.